Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence. During the evaluation of the device could not duplicate customer issue. Gas supply indicator registers positive gas input pressure. Device passes lock-off leak test as well as function switch/demand tests. Tidal volume delivered to test lung matches volume on manometer. The customer reported condition was not confirmed. No fault found. No previous service histories. Manufacturing DHR is not relevant as no fault was found.

Event description:
Information was received indicating that the meter to a smiths medical pneupac¿ parapac plus was not working well. The o2 was noted to be low and the arm was observed to not be working. There were no reported adverse effects.